Event description:
Boston scientific became aware that a spaceoar hydrogel system was used during the study performed in the article titled "laparoscopic fenestration for abscess following spaceoar placement-case report" written by matsuo et al. The article was published in iju case reports in 2026 and describes a clinical case involving complications after spaceoar placement. The article presents a case of a patient who underwent spaceoar placement procedure, 77 days after the device was implanted, the patient developed fever, tenderness and a rectal examination, urinalysis and blood testing results indicted systemic inflammation. Computed tomography (CT) and magnetic resonance imaging (MRI) revealed multiloculate abscess at the site of spaceoar placement as well inflammation speeding along the hydrogel, suggesting a related infection. Antibiotics were prescribed, and ultrasound guide transperineally drainage was performed twice. Culturing of the aspirated fluid indicated finegoldia magna, a gram-positive anaerobic bacterium. Given the failure of antibiotic therapy and percutaneous drainage, laparoscopic abscess fenestration was performed, later the patient's inflammatory markers were normalized, and the patient was discharge. The external beam radiation therapy could not be completed.

Manufacturer narrative:
Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block b3: the exact date of the event is unknown. The provided event date, 10/22/2025, was chosen based on year the article was published. Block g2: matsuo, y., shimatani, k., yanagi, t., yamada, y., wu, x.-x., kanematsu, a., fujiwara, m., suzuki, h., yamakado, k., & yamamoto, s. (2026). Laparoscopic fenestration for abscess following spaceoar placement - case report. Iju case reports, 9, e70109. Https://doi.org/10.1002/iju5.70109. Block h6: imdrf patient code e230101 captures the reportable event of fever. Imdrf patient code e172001 captures the reportable event of abscess. Imdrf patient code e2326 captures the reportable event of inflammation. Imdrf patient code e231501 captures the reportable event of purulent discharge. Imdrf patient code e1906 captures the reportable event of infection. Imdrf patient code e1301 captures the reportable event of urinary frequency.